Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause of the e216 scope communication error and burnt distal end cover was traced to component failure. In addition, the cause of the white residue in the channel could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had an e216 scope communication error, burnt distal end cover and white residue in the channel. There was no patient involvement.